Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. The returned guidewire had its core wire broken but its coil wire was remained in one piece. At approximately 5mm for the distal tip of the guidewire, the coil wire and the polymer jacket were found stretched. At approximately 66mm form the distal tip, the core wire was exposed and fractured in two pieces. The core breakage site was observed under a microscope. It was found that the core wire was bent and there were several cracks (striation) near the fracture point, which suggested the core fracture was due to repeated bending force. To observe the proximal side of the fracture point, the coil wire was pulled and the core wire was exposed. It revealed the core wire was bent and broken at approximately 94mm from the distal tip of the guidewire, just as seen on the distal fracture side. Investigation of the production record could not be performed as no lot information was available. Though the device investigation and lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the investigation outcome, it is presumed that bending force exceeding the product's design limit might be applied during stent delivery in the tortuous vessel, and that led the core wire of the guidewire to break apart. The coil wire was though to be stretched when the guidewire was pulled during retrieval. There was no indication of product deficiency. All pieces of the core and coil wires were thought to be returned to the manufacturer; however, the polymer jacket was severely torn and it could not be sure if there were any missing pieces of the polymer jacket. The warnings section of the IFU states that: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
It was reported that during pci for treating a moderately tortuous and heavily calcified cto lesion in the rca, an asahi intecc guidewire was used. Due to heavy calcification, there was a difficulty with stent (non-asahi) delivery. As the non-asahi stent was pushed to the lesion, the asahi guidewire was noted to be broken. A small-diameter guide catheter (non-asahi) was advanced over the guidewire to retrieved the guidewire and it went successful. No patient health impacts nor complications were reported.